Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. A functional test was performed and resulted in no failures related to the patient's complaint. The receiver log was downloaded and reviewed. The reported event of initializing screen without manual restart was confirmed during log review. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).